Event description:
Pt enrolled into the create pas trial. Tia reported - with the deployment of the stent, the pt's blood pressure dropped, but the pt was maintained on dopamine. Pt reported to have a behavioral change post carotid stent. Negative CT, but small focal emboli seen on MRI. Pt was back to base in less than 24 hours, and recovered with sequelae.

Manufacturer narrative:
Please reference MDR 2183870-2009-00028 for the spiderfx used in this procedure.